Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and patient's concern with the product.

Event description:
Healthcare professional reported right side capsular contracture, baker grade unknown. Patient reported implant exchange from textured to smooth due to the concerns with the product, pain in chest and implant deformity. Patient additionally reported "fever", unrelated to the device. Device remains implanted.